Event description:
Customer reported leakage during a vidaza infusion at the smart site of the primary tubing and the connection to the green texium that is bonded to the secondary set. The nurse disconnected and reattached to make sure it was properly connected. The patient notified the nurse because she saw "dripping onto her bedside table." No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's report could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.